Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, a review of the pump black box showed evidence of unexplained reboots on the reported event date. A visual inspection of the pump showed that the battery compartment was cracked. No damage was found to the returned battery cap and the cap contact dimensions were found to be within specifications. The returned battery cap was able to fully attach on to the pump. The pump was exercised for 24 hours with no power loss. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.